Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as "non compliance" and the patient did not follow the aseptic technique. The peritonitis was manifested by cloudy fluid. It was not reported if the patient was hospitalized for the event. A day after the event onset, the patient was treated with vancomycin injection (1gm, ongoing) and amikacin injection (250mg, ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. It was reported that the patient retraining on aseptic technique was not done yet. Pd therapy was ongoing. No additional information is available.